Event description:
During a remote follow-up, episodes of noise and far-field p wave oversensing were observed on the right ventricular (rv) lead. Technical support was contacted, but no intervention has been performed at this time. The patient was stable and will continue to be monitored.